Event description:
Liquid was discovered on the floor below the IV pump area in the patient's room. Nicardipine syringe was infusing, with the medication dripping off the syringe pump. The syringe was not properly adhered to the IV tubing, the hub of the syringe was found broken, embedded in the IV line.